Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with unknown indication involved in spinal therapy. It was reported that during procedure, while removing existing hardware the tip of the driver broke. The tip was removed and disposed of. Product came in contact with patient. Fragments were removed. There were no patient symptoms or complications reported as a result of the event. Patient is alive and no injury. Patient medical history: scoliosis, hearing and vision loss.